Event description:
An optometrist reported that a pt was experiencing increased light sensitivity, approximately 4 weeks following bilateral lasik surgery. The pt reported "it feels like I need to wear sunglasses to watch tv". Topical steroid dosage was increased to treat the event. In a follow up, the optometrist reported that all medications were discontinued, and the event had resolved. There are two medical reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: a review of the logfiles showed that all treatments were completed to 100% and all laser system functions were within specifications on the date of treatment. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior the day of the treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the MFR's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).